Manufacturer narrative:
The reported event of loss of communication post insertion of the device was confirmed. Based on the information provided, it was seen that there were 3 magnet placements. However, there was no programmer session, likely due to the device being out of range and unable to be found by the programmer.

Event description:
It was reported that during an initial implant procedure, the device experienced a loss of bluetooth (ble) telemetry. A magnet was used and the device was reinterrogated using ble and implanted successfully. The patient was stable.